Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient race: caucasian. Report source: biomedical equipment technician.

Event description:
It was reported that the device was sent to biomed shop after it displayed error code 240.4150 while in use during a heparin infusion to a 2 month old patient. It was reported that the device kept starting and stopping during infusion because of this error code. It was reported that there was no patient harm associated with this event. This occurred in pediatric ward.

Manufacturer narrative:
The customer¿s experience with the system displaying an error code 240.4150.0 and stopping an infusion was confirmed. ¿ an error log analysis determined the incident occurring on (B)(6) 2020, which was before the reported date of the event. The error code 240.4150.0 is associated to an upper pressure sensor malfunction with the source device. ¿ the pressure sensor malfunction test method (dir # 10000360043) was used to test the returned pump module and determined the upper pressure sensor voltage out of specification. ¿ function testing performed with a known good replacement upper pressure sensor observed no further channel error code 240.4150.0. The root cause of the customer¿s report of error codes 240.4150.0 was attributed to a faulty upper pressure sensor. The proximate cause of the failed pressure sensors is likely related to faulty internal sensor circuits. A contributing factor has shown the issue related to excessive force applied to the sensor during clinical operation or during handling. Device history review: review of the source pump module s/n 13458801 service history record showed the device had a manufacture date of 22jul2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 16jul2020 and indicated that this device has been previously returned for service. 07/19/2019 ¿ lvp bezel post recall group 1 ¿ dom 2019 ¿ lvp bezel post recall completed ¿ replaced front door, rear case, and cover door review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device was sent to biomed shop after it displayed error code 240.4150 while in use during a heparin infusion to a 2 month old patient. It was reported that the device kept starting and stopping during infusion because of this error code. It was reported that there was no patient harm associated with this event. This occurred in pediatric ward.